Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the hcp was unpacking the lead for implantation, he saw that the four contacts at the tip of the lead were not aligned. Another lead was used for implantation, and there was no patient injury.